Event description:
It was reported that the subject device jaws were sticking to the tubes during a therapeutic procedure. The procedure was completed using the same device. There were no reports of patients¿ harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.